Manufacturer narrative:
(B)(4).

Event description:
It was reported there was high impedance. The impedance measurements were >2000 ohms, and there had been high impedance since the pt's last battery check. The pt had a second stimulator, and both stimulators were replaced. The pt was "still getting benefit." Additional information has been requested, a f/u report will be sent if additional information becomes available.